Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had a total knee replacement surgery in (B)(6) 2016 and did not have the stimulation turned off beforehand. Since then the stimulation did not seem as strong.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.